Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the saw attachment device end was undone. During in-house engineering evaluation, it was determined that the device locking mechanism came apart -cannot secure saw blade, had loose locking components, had a damaged set screw - worn out threads, worn bearings and seals and loctite degradation. It was further determined that the device failed pre-test for check the function of the quick saw blade coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.